Event description:
It was reported that there was decreased paresthesia. The patient had a fall and now had decreased overall paresthesia felt in his bilateral upper and lower extremities. The spinal cord stimulator aggravated the pain. This was device or therapy related and was not implant procedure related. The device was interrogated and it showed that one of the leads had high impedance through all the electrodes. X-ray results showed leads were in place and there were no complications noted in findings. The spinal cord stimulator had not been working since the patient¿s fall and the patient was not using the device. Reprogramming was done. The outcome was ongoing with no further action needed.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 377760, lot # v004333, implanted: (B)(6) 2006, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 377760, lot # v002680, implanted: (B)(6) 2006, product type lead. (B)(4).